Event description:
A peritoneal dialysis (pd) patient stated they received m31 air detected in cassette alarms and saw a fluid leaked during tx complete - step 9 remove cassette after removing the cassette. The cycler alarm occurred during an unknown drain phase and cycle of treatment and occurred prior to the leak. The patient was connected during the incident. Fluid was seen leaking from the back of the cassette. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated they received m31 air detected in cassette alarms and saw a fluid leaked during tx complete - step 9 remove cassette after removing the cassette. The cycler alarm occurred during an unknown drain phase and cycle of treatment and occurred prior to the leak. The patient was connected during the incident. Fluid was seen leaking from the back of the cassette. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient stated they received m31 air detected in cassette alarms and saw a fluid leaked during tx complete - step 9 remove cassette after removing the cassette. The cycler alarm occurred during an unknown drain phase and cycle of treatment and occurred prior to the leak. The patient was connected during the incident. Fluid was seen leaking from the back of the cassette. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum check ¿ failed. Measured (vacuum < 160 mbar): 189 mbar failure traced to: clogged hp filters. Valve actuation test ¿ failed. Failure traced to: punctured balloon valve head on valve 11. Replace valve head and completed test. System air leak test ¿ passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.